Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Was reported by the international customer that the ventilator had set fault. Additional information has been requested. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 15feb2019 , date rec¿d by MFR: 13feb2019. Information was received that the issue was that the respiratory parameters were inaccurate. The service engineer inspected the device and confirmed the reported issue. However, the customer declined repair/service of the device submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.